Event description:
It was reported that the subjected device had cracked housing. The event occurred during set up before the patient entered into room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed leak test. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause was due to a deformation problem. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.